Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased pacing impedance measurements from 1,200 ohms to greater than 2,000 ohms. No other lead issues were reported initially. No adverse patient effects were reported. Resolution has been requested from the field and it was later reported that both the rv lead and right atrial (ra) lead appeared to have been slightly pulled back. Sensing and pacing measurements were within range on the rv lead and nothing on imaging suggested a lead issue. However, the physician elected to revise the rv lead. During the revision the rv helix would not extend according to the fluoroscopy images and therefore the lead was explanted. The lead will not be returned as it had been severed into pieces. The device remains implanted.